Manufacturer narrative:
There were two possible lot numbers cited: 1.) Lot# 340788 was mfg february 2006; 2.) Lot# 291010 was mfg january 2005. Add'l incident info was requested. We rec'd back device detachment location clarification and nothing further regarding pre- or post- incident. Confirmation that there was no pt injury or medical intervention was rec'd. The voluntary medwatch report is being submitted because device failure on the catheter side of the thumb valve may be a potential bond issue. The device is expected to be returned for eval. At that time, if the eval determines that the product malfunction is not as stated above, we will then submit a supplemental report.

Event description:
A report was rec'd on behalf of the end user. The user facility stated that the housing of the trach care device had detached from the catheter. The failure on the product was clarified as on the catheter side of the thumb valve. There was no medical intervention nor injury to the pt. Kimberly-clark or ballard medical has no first hand knowledge of the allegations but is relaying info rec'd from outside sources pursuant to federal regulations.